Manufacturer narrative:
The device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Investigation complete, h codes and b5 updated to reflect. H3 other text : see h10.

Event description:
It was reported that the stretcher brakes were broken, possibly indicating that the brakes were difficult to engage/disengage. There was no report of patient involvement or adverse consequences. The user facility was unable to provide serial number and model number of the unit, and did not make the unit available for evaluation.

Event description:
It was reported that the stretcher brakes were broken, possibly indicating that the brakes were difficult to engage/disengage. There was no report of patient involvement or adverse consequences. The user facility did not provide the model or serial number at this time and the device is still pending evaluation.